Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover, and the electrode was sliced near the electrode ground ring and along the lead prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection inspection confirmed cut wires near the electrode ground ring and along the lead electrode wires. These are believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis revealed no anomalies within the electrode pocket. The reported complaint of performance issues could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. With the exception of the wet impedance and beit plus tests, the device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover, and the electrode was sliced near the electrode ground ring and along the lead prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection inspection confirmed cut wires near the electrode ground ring and along the lead electrode wires. These are believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis revealed no anomalies within the electrode pocket. The reported complaint of performance issues could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. With the exception of the wet impedance and beit plus tests, the device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly a poor performer and is experiencing no improvement since implantation of device. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.